Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that unintended balloon deflation occurred. A polarx was used in a cryo ablation procedure. It was reported that during the procedure the polarx balloon deflated. The polarx catheter was replaced to complete the procedure. No patient harm resulted in relation to this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the polarx catheter was leak tested and passed both inner and outer balloon positive pressure and vacuum tests. The device was connected to a smartfreeze console and passed console testing with no errors. No leak paths were found. The slider mechanism for deflation was tested and found to be functioning correctly. No issues were identified. With all available information the complaint could not be confirmed as the reported failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that unintended balloon deflation occurred. A polarx was used in a cryo ablation procedure. It was reported that during the procedure the polarx balloon deflated. The polarx catheter was replaced to complete the procedure. No patient harm resulted in relation to this event. The device is expected to be returned for analysis.